Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an adverse event occurred. On 08/20/2024, it was reported that on 08/17/2024, the patient experienced transmitter not found displayed on multiple devices when attempting to pair. According to the report, on 08/17/2024, the patient ended up in the hospital in diabetic ketoacidosis (dka) and was treated in intensive care unit (ICU). The call was reportedly disconnected and attempts to contact the patient for more details about the episode were unsuccessful. There was no documentation of further medical evaluation or intervention. No other details were documented. Data was provided for investigation. Confirmation of the complaint and the probable cause could not be determined via data. However, a restart detection was noted on 08/17/2024. No additional patient or event information is available.